Manufacturer narrative:
Continuation of d10: product ID unk-nv-marksman (unknown); product type: implant date n/a; explant date n/a g2: citation: authors: jumah, a., fana, m., aboul-nour, h., albanna, a. J., khadem alsrouji, o., chebl, a. Guidezilla catheter in neuroendovascular interventions: a case series study. World neurosurgery 188:15-19. 2024. Doi: 10.1016/j.wneu.2024.04.106 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic literature review found reported of carotid cavernous fistula and fatal sepsis in association with mechanical thrombectomy using the marksman catheter and solitaire stent. The purpose of this article was to describe the utility of the guidezilla guide extension catheter, a device designed for coronary I interventions, in the treatment of three patients undergoing neuroendovascular procedures. The authors reviewed 3 cases of patients treated for stroke using mechanical thrombectomy requiring additional support with the guidezilla guide extension catheter. In one case a marksman catheter was used and in another case a solitaire stent was used. It was found that although helpful in overcoming challenging anatomy, the guidezilla guide extension catheter should be used with caution when used as a bailout device. The article does not state any technical issues during use of the marksman catheter or the solitaire stent. The following intra- or post-procedural outcomes were noted: carotid cavernous fistula occurred in the case using the marksman catheter fatal sepsis occurred in the case using the solitaire stent